Manufacturer narrative:
(B)(6). The unit was returned to the international service center for evaluation. Service technician confirmed the reported problem. Motor controller board was replaced to resolve the issue.

Event description:
The international customer reported that the v60 vent alarmed check vent: blower temperature high alarm occurred. The biomed checked the unit and confirmed the alarm, then replaced the unit with other v60. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Updated evaluation codes. Motor controller board was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not reveal any signs of damage or contamination. The mc board was installed into a test ventilator in an attempt to duplicate the reported problem. The test vent booted up and delivered breaths with no errors detected. After running the ventilator for 4 hours on normal ventilation mode with ventilator settings and alarm limits set to, ipap at 40 cm h2o, epap at 10 cm h2o, rate at 30 bpm, I-time at 1 secs ,rise at 1 and restrictor attached to the outlet port, the ventilator generated the reported alarm of 'blower temperature high'. Mc board was removed from the test ventilator. During debugging, the problem was traced to the motor controller¿s (mc) board component c18 measured only 3.514 k¿ in circuit. C18 was removed and replaced with a known good one. The reworked motor controller (mc) pcba was reinstalled into the test ventilator to verify and test functional integrity. The previously failed test was repeated, this time the unit did not fail and no errors were detected. Therefore, the root cause for the customer's complaint of 'blower temperature high alarm occurred' was due to a shorted c18 component.